Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder glenoid, pegged, cemented, s on (B)(6) 2015 on the left side. It was also reported: "mmi finding: 2 mm of glenoid radiolucency at 6 months post-operative."

Manufacturer narrative:
Investigation results were made available. Update: model #/lot #, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient had 2mm glenoid radiolucency at 6 months on the left shoulder. Review of received data: the x-rays at 6 weeks ((B)(6) 2015 ) follow-up show a good sizing of the implants and correct implantation positioning. The x-rays of 6 months ((B)(6) 2015) follow-up show on the external and internal ap x-ray a light shadow around the distal glenoid pegs. The implantation position is not changed. No other relevant information. The implantation report dated (B)(6) 2015 was received. The report describes the implantation of a sidus head size 44 and a small glenoid component on the left shoulder. The preparation of the glenoid is described. After trialing the glenoid was implanted. Afterwards the implantation of the humeral head and anchor is described. No other relevant information. The report of the follow-up visit dated (B)(6) 2015 (6 weeks), and (B)(6) 2015 (6 months) were received for review. The reports state that the patient is doing well. It is also mentioned that the x-rays revealed no concerns with a well located implant. The adverse event form, the demografic data form, operative form and other forms related to the clinical study were available. The forms contain patient history and post-operative assessments. The event is reported to be a mild adverse event not related to the device. No other treatment is needed, only follow-up . No relevant information about the reported issue (excluded the event description itself). Devices analysis: no product was returned to zimmer biomet for in-depth analysis since the product is still implanted. Review of product documentation: the surgical technique sidus certifies the compatibility of the implants. Root cause analysis for radiolucency around the glenoid pegs according to dfmea : - loosening or aseptic loosening due to wrong geometry of peg, wrong positioning, insufficient bone or due to wrong radii combination, normal use, overload, wrong positioning. - not possible as the x-rays show the correct anatomical positioning and the correct choice of the size of the implants. - adverse body reaction due to material not biocompatible or due to bioincompatible due to harmful leachables from implant material. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. - not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. - implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. - possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. - surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. - not possible as surgical technique contains all information. Additionally, the x-rays showed the correct anatomical positioning and the correct choice of the size of the implants. - damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. - not possible as the x-rays showed the correct anatomical positioning and he correct choice of the size of the implants. Conclusion summary : based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).